Event description:
It was reported that during a laparoscopic gastric bypass procedure the device fired fine and then started ejecting clips. Some of the clips fell into the patient. It is unknown if all the clips were retrieved from the patient. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device fed five conforming clips and ejected the remaining one. Finally, it locked out as intended. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were noted. It could not be determined what may have caused the found ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.